Event description:
It was reported by the patient¿s relative that the patient was fast asleep and woke up having convulsions, and was wondering if the cardiac resynchronization therapy defibrillator (crt-d) could cause that. Follow-up information from the clinic indicates that the patient has not been seen. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 6947m, lead, implanted: (B)(6) 2014. (B)(4).